Event description:
ICD alleged defective.

Manufacturer narrative:
Brand, sprint fidelis; type, implantable tachy lead; model, 6949; medt address corrected ICD had been previously reported, then 3500a was received from user facility, with report of lead. Evaluation summary: no anomalies were found during analysis. However, further destructive analysis noted a fracture, which appears to be from overstress at the time of device changeout.